Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-sep-2025: the instrument was checked prior to use and no damage or anything out of the ordinary was found. The instrument had issues related to opening/closing the blades and left/right movement of the handles. There was no issue with the up/down movement of the wrist and no cable was visibly protruding from the distal end. There was no cautery loss associated with the broken cable. There were no signs of thermal damage and there was no instrument collision. No photographic image of the device or recording of the procedure is available for isi to review.